Event description:
This customer reported blistering on the chest of a pt after use of the (B)(4) defib pad for pacing. A topical cream was used on the pt for treatment.

Manufacturer narrative:
(B)(4). This customer reported blistering on the chest of a pt after use of the (B)(4) defib pad for pacing. A topical cream was used on the pt for treatment. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.